Event description:
Baxter japan reported that the catheter adapter separated from the transfer set during patient use (2007). The patient subsequently connected the set to the adaptor and continued therapy. At about 11 days later, the home patient had developed cloudy effluent and elevated white blood cell (wbc) count. However, the patient did not exhibit any additioinal symptoms of peritonitis. Tha patient was hospitalized in the next day. No further information is available at this time.